Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with slight pry marks observed on the rear housing. Event history log review was performed and found the most recent infusions completed without alarm or error, within specification. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding under infusion was unable to be confirmed. During investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be slightly under delivering but within the published specification of +/-6%. Event log review of the most recent infusion records found each infusion completed after approximately 24 hours without error or alarm. The recorded infusion volume states approximately 81ml was infused and approximately 18ml volume remains. With the negative error that was measured on the pump included, indications are the cassette may have contained approximately 23ml of fluid volume after the infusion. As per legacy operators manual: warning: ensure that the ± 6% system delivery accuracy specification is taken into account when programming the pump and/or filling the cadd¿ medication cassette reservoir. The pump passed accuracy testing within specification. However, the pump expulsor will be replaced as a preventive measure to adjust the pump to normal error. The problem source of the reported problem is unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd legacy plus pump had a variation in discrepancies between the indicated value and the actually remaining value which was 10 to 12 milliliters. No adverse patient effects.